Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the battery and the battery door was missing and the customer had disassembled the motor assembly. A review of the event history log identified motor rate error. During functional testing using the occlusion test, the reported issue of motor rate error was unable to be duplicated. Customer disassembled motor assembly and light shield was missing. The root cause of the problem caused by the customer's incorrect assembly of the device. Replaced stepper motor, worm gear, worm coupling and light shield. This MDR was generated under protocol(B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump exhibited a motor rate failure. No patient injury was reported.